Event description:
It was reported that patient underwent total hip arthroplasty in 2006. Subsequently, patient suffered a fall and the ceramic modular head component fractured. The resulting failure also damaged the polyethylene liner. Revision procedure was performed in 2009 to remove the modular head and acetabular liner components. It was also reported that there were fragments of the fractured ceramic head component that were unable to be removed from the patient.

Event description:
It was reported that patient underwent total hip arthroplasty in 2006. Subsequently, patient suffered a fall and the ceramic modular head component fractured. The resulting failure also damaged the polyethylene liner. Revision procedure was performed in 2009 to remove the modular head and acetabular liner components. It was also reported that there were fragments of the fractured ceramic head component that were unable to be removed from the patient.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The fractured modular head was forwarded to the supplier manufacturer for evaluation, which included density measurement, light microscopy and fractography. Their evaluation found the density of the modular head to be according to the valid specification. The microstructure of the modular head as obtained from quality documents accomplishes the requirements as specified at the time of production. Based on the available information, there are no indications of any pre-existing material defects. Supplier evaluation also found the primary fracture surface and the region of fracture origin. No conclusion about reasons for the fracture of the ball head can be drawn based on the provided fragments.

Manufacturer narrative:
Evaluation of the returned component confirmed that the ceramic head fractured, reportedly due to the patient suffering a fall. The fractured into several fragments, some of which were not returned, therefore the origin of the fracture could not be determined. The internal morse taper surfaces and the bottom of the taper cavity showed evidence of metallic transfer, apparently from contact with the stem. Some of this metallic transfer potentially occurred subsequent to the fracture of the head. Portions of the fracture surfaces and the articulating surfaces also appeared to show metallic transfer. This report filed september 1, 2009.

Event description:
It was reported that the patient underwent hip arthroplasty on (B) (6) 2006. Subsequently, patient suffered a fall and the ceramic head fractured. The resulting failure also damaged the polyethylene liner. A revision procedure was performed on (B) (6) 2009 to remove and replace the head and liner. There were fragments of the fractured ceramic head that were unable to be removed from the patient.